Manufacturer narrative:
It was reported that the compressor did not power up. Our field service engineer reported that the compressor motor relay was malfunctioning. The relay was replaced and returned for investigation. A visual inspection of the returned motor relay showed that electrical contact plates possibly were a bit bent. A received video showed that the relay did not operate properly. Resistance measurement of the returned relay inductor winding was as expected. During laboratory tests the reported problem wasn't reproduced; with the relay connected to the reference compressor, several on/off cycles were performed successfully. A physical obstacle or friction between moving components may have caused the reported problem, but this could not be confirmed. If the compressor motor relay fails during ventilation and the compressor cannot deliver air pressure, the connected ventilator will alarm for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator, it may lead to stop of ventilation. Visible and audible high priority alarms will be raised. The conclusion in this matter is that the reported compressor motor relay failed, but this couldn't be reproduced during laboratory tests. The root cause couldn't be determined.

Event description:
Manufacturer's ref #: 336537.

Event description:
It was reported that the compressor did not power up. There was no patient involvement. (B)(4).